Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box found evidences of excessive battery usage, with multiple low battery and replace battery warnings. The battery compartment was found to have cracked below the grip pad. The pump casing was cracked at a corner of the display and a leak test showed a leak where the crack was located. With the returned battery cap the pump powered up and functioned properly. All the buttons responded as expected. A rewind/load/prime sequence was executed without incidences. The electrical current draws were found to be out of specifications. The pump casing was opened and evidence of moisture was found on the radio frequency transmitter circuit board. Electrical current draws returned to normal when the circuit board was disconnected.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the battery life was less than expected and there were low battery alarms in alarm history. It was reported that the battery compartment was cracked and moisture was observed behind the display. The reporter stated that the battery cap was undamaged and the issue persisted with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.